Event description:
Meter name: surestep, strip name: surestep, meter code: 4 strip code: 4, strip storage: unknown, symptoms: low, weak, scared. A patient reported they were treated by emergency medical technician. Their meter allegedly was inaccurately erratic. The result on their meter was 60 mg/dl. The result on the emergency medical technician meter was 38 mg/dl. The time difference between patient's meter and emergency medical technician was unknown. Treatment was gluco gel 15 gms.. No further information has been reported.